Manufacturer narrative:
Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information via a clinical trial that this patient with a bioprosthetic aortic valve, implanted for 9 years, underwent a valve-in-valve procedure due to severe regurgitation, mild stenosis and mild pvl. An edwards transcatheter valve was implanted. Moderate-to-severe pvl was noted post-deployment. Using a true dilatation balloon, the surgical valve was cracked and significantly widened the surgical valve and completely expanded the transcatheter valve. The mg lowered to 6mmhg (echo), 0mmhg (angio) but the pvl remained moderate-to-severe. Patient left room in stable condition with no change in his baseline rhythm. Four (4) hours post-op, a repeat tte was performed with an improvement of the pvl to mild-to-moderate. The gradient and pvl will be followed on the patient, and if the pvl remains a clinical concern, the option to place a vascular plug to seal the pvl will be discussed. Another option would be surgery. All these options will be discussed and the goal will be to see how the patient is doing in 30 days, then decide.

Event description:
Edwards received information via a clinical trial that a 21mm valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to severe regurgitation, mild stenosis and mild pvl. A 23mm 3 was implanted. Moderate-to-severe pvl was noted post-deployment. Using a true dilatation balloon, the surgical valve was cracked and significantly widened the surgical valve and completely expanded the 23mm transcatheter valve. The mg lowered to 6mmhg (echo), 0mmhg (angio) but the pvl remained moderate-to-severe. Patient left room in stable condition with no change in his baseline rhythm. Four (4) hours post-op, a repeat tte was performed with an improvement of the pvl to mild-to-moderate. The pi will closely follow the gradient and pvl on the patient, and if the pvl remains a clinical concern, he may discuss the option to place a vascular plug to seal the pvl. Another option would be surgery. All these options will be discussed and the goal will be to see how the patient is doing in 30 days, then decide. The patient was discharged home on pod #1.